Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an error code for a voltage failure. The device was in clinical use when the issue occurred. There was no patient or user harm reported. It was reported that the biomedical engineer was unable to verify the issue but noticed the code 1104 (backup alarm failure) in the device's event log or history. The rse recommended replacing the cpu (central processing unit) board and was provided with the part number. The customer was also provided with the updated software (3.20).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.